Manufacturer narrative:
At analysis it was noted that there were ink spots on two places, the upper and lower screens and that the customer comment was confirmed. It was additionally noted that the keypad was defective, on the key/lock key and down key there was no mechanical click. A new liquid crystal display and a new keypad were placed and the device passed its final test on the console. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator displayed an error on its screen. The generator has not been received into service. No patient complications have been reported as a result of this event. It was further reported via follow-up that the generator was found with the error when it was collected for its preventive maintenance. There was no indication that there was any patient involvement. It was further reported that the product had been returned to service. It was further reported that the product subsequently tested out of specification during manufacturer's analysis.